Event description:
The customer reported that the 9900 system was arcing from the high voltage tank during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced and the system was calibrated during the service call. The system was tested and found to be working as intended and put back into service.